Event description:
It has been reported to philips that intravascular ultrasound (ivus)/mapping images were not displayed on the azurion system's flexvision monitor. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) connected with the customer and confirmed that the intravascular ultrasound (ivus)/mapping images were not displayed on the flexvision monitor. Upon remote analysis, it was found that the device was not connected to the connection box for ivus/mapping in the examination room. The issue was resolved by the customer on its own. After which, the system was returned to use in good working order.